Event description:
Info received indicates the head section is drifting up from the low position.

Manufacturer narrative:
The technician replaced both of the head section gas springs to repair the bed.